Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
Customer reported that when they turned on the unit, the blower does not come on. The normal, safety valve and mains leds come on. Customer hears two clicks and the alarm, vent inop and the battery charge led come on briefly. Safety valve stays on. Unit then performs the same cycle over and over. It is unknown if the unit was in clinical at the time the reported issue was discovered. It is unknown if there is harm to the patient or the user.

Manufacturer narrative:
Updated. Conclusion: the determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. Root cause: the root cause for the reported issue could not be determined.

Event description:
Customer reported that when they turned on the unit, the blower does not come on. The normal, safety valve and mains leds come on. Customer hears two clicks and the alarm, vent inop and the battery charge led come on briefly. Safety valve stays on. Unit then performs the same cycle over and over. It was reported that the event occurred during testing; therefore, there was no patient involvement.